Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin and skipping the air removal step when filling the cartridge. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated customer to perform the air removal step when filling the cartridge. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use.